Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It was reported that the device was used in the anterior tibial artery. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instructions for use (IFU) states: the mini trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, balloon dilatation of a stent after implantation (balloon models 2.00 mm only) and balloon dilatation of de novo chronic total coronary occlusions (cto). In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported kink or hole/tear in the shaft and subsequently the inflation issue. Since the device was not returned for analysis, a conclusive cause for the reported complaints could not be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly calcified and moderately tortuous anterior tibial artery that was 100% stenosed. A 1.5 x 20 mm mini trek balloon catheter was used; however, the distal shaft where the inner/outer member are became kinked which caused a hole in that area. Therefore, the device was unable to inflate as contrast was leaking from the hole. A 2.0 x 40 mm armada 14 balloon catheter was then used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.